Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. No excessive no delivery alarms and motor noise anomaly noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the insulin pump is doing the same thing as last pump no delivery alarm. The customer¿s current blood glucose level was 246 mg/dl. The customer had symptoms related to the high was nausea. The customer treated for the high blood glucose levels with manual injections. The customer declined to troubleshoot the issue insists on the insulin pump being replaced. The insulin pump will be returned for analysis.